Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified folfusor had a blockage in the administration tubing which resulted in no flow of medication through the device. This issue was described as, ¿blockage in the line, patient reports yellow liquid in the line fluid does not penetrate¿. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.